Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1328704) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00430 for the first device.

Event description:
The following information was reported by aci sales representative: 1st balloon was determined unusable during test phase, second device balloon loss of pressure was during pull, back nad failed before the sheath was completely removed. Manual pressure was held for 15 minutes and patient did well. Deployer: in training. Peripheral procedure. Stick location: right groin. Vessel size: 6mm.